Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a procedure performed on (B)(6) 2022. During the procedure, when the stent was attempted to insert inside the patient using pliers, the stent shaft was broken about ten centimeters in the middle of the lateral cavity. The procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.